Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging was provided for evaluation. The set was visually evaluated for any defects and no defects were observed. The set was decontaminated, and leak tested per specification and not leaks were noted. Also, the set was attached to an IV bag and piggyback tested to try and replicate the reported defect of backflow and set function properly. Based on the results of the sample evaluation, the product met internal specifications. The reported defect of leakage and backflow was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: per translation: change of propofol tubing (q 12 hour) seemed to work well then a few minutes later observed reflux of blood in the tubing at the level of the proximal y port with leakage of ns and propofol and blood. Troubleshooting attempts made but the leaks persist tubing considered to be defective new primary line starting basic propofol line retained interruption of sedation the patient woke up while I correct the situation he was agitated and uncomfortable (intubated patient).